Manufacturer narrative:
Date of occurrence estimated as the actual date was not provided in the initial report. The device is not available; therefore product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The decision to report was based on lack of information regarding the cause of the event. (B)(4).

Event description:
Through the social media monitoring, a trabecular micro-bypass stent patient reported the following. ¿having problem now¿. No further details were provided.